Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure during patient use. Hemostasis was achieved by manual compression for twenty mins . There was no reported patient injury and recovered. The device was used in a percutaneous coronary procedure (pci). The device was stored and prepped per the instructions for use. The deployer is mynx certified. A 6f non cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. There was little vessel tortuosity. The vessel type was arterial, and the stick location was the common femoral artery. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The device will be returned for analysis.

Manufacturer narrative:
Pending product evaluation . A review of the manufacturing documentation associated with this lot# f2121101 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure during patient use. Hemostasis was achieved by manual compression for twenty mins. There was no reported patient injury and recovered. The device was used in a percutaneous coronary procedure (pci). The device was stored and prepped per the instructions for use. The deployer is mynx certified. A 6f non cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. There was little vessel tortuosity. The vessel type was arterial, and the stick location was the common femoral artery. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2121101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.